Event description:
It was reported that during implant, the physician had difficulty fixing the lead into the suture sleeve. After several attempts, the lead was successfully tightened and implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.